Event description:
It was reported to philips that the system did not start up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon inspection, the fse identified that the database within the device has become corrupted, which preventing the proper startup. To resolve this, on another case, the software was reinstalled by implementing correction. After software installation, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.